Event description:
This is a spontaneous case report received from a other health professional in (B)(6) on 21-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date with lot number e71800. In (B)(6) 2016 the patient experienced disintegrated insert with black sheath which was falling apart. Follow-up received on 27-sep-2016 the reporter confirmed that the event occurred during insertion procedure despite delicate handling, and not before. Another essure insert was used. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure a disintegrated insert with black sheath which was falling apart was reported. This event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the breakage occurred during insertion procedure, and given the nature of the event, causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 14-dec-2016: case will be deleted from bayer database since it was confirmed that no adverse event occurred (insert was falling apart prior to insertion and as it was not used). Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure "disintegrated insert with black sheath which was falling apart/ proximal and distal parts of the implant as well as black ring broke" was reported. This event was initially regarded as device breakage, however upon receipt of product technical complaint (ptc) investigation, it was amended to device deployment issue and device damage, as no device breakage was observed. This event is anticipated in the reference safety information for essure. In this case, as the event occurred during insertion procedure, and given the nature of this event, causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. An investigation of the actual device involved in this complaint was conducted. It was confirmed that all components are present, all fu steps were completed, inner catheter and delivery wire bonds were cured, inner coil and outer coil of the micro-insert was observed stretched. Inner catheter was found overlapping. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Quality safety evaluation received on 08-nov-2016: ptc global number (B)(4). Lot number e71800, manufacturing date 19-nov-2015, expiration date 28-nov-2018. (B)(4). Although case is reported as breakage, the received sample came stretched on the micro insert only. Therefore final error code will be selected as implant - damage - other. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all fu steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Visual inspection was performed and it was confirmed that all components are present, all fu steps were completed, inner catheter and delivery wire bonds were cured, inner coil and outer coil of the micro-insert was observed stretched. Inner catheter was found overlapping. As per device condition no dimensional inspection was able to be performed. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device damage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar adverse event cases are not applicable. Follow-up received on 22-nov-2016: no further information was provided despite follow up attempts. Correction following internal company review on 22-nov-2016: (B)(4) was added to product tab. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2016 for the following meddra preferred term: device physical property issue .the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure a disintegrated insert with black sheath which was falling apart was reported. This event was previously regarded as device breakage, however upon receipt of product technical complaint (ptc), it was amended to device deployment issue as no device breakage was observed. This event is anticipated in the reference safety information for essure. In this case, as the device deployment issue occurred during insertion procedure, and given the nature of the event, causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device deployment issue, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Since product was returned for investigation, an investigation of the actual device involved in this complaint was conducted. It was confirmed that all components are present, all fu steps were completed, inner catheter and delivery wire bonds were cured, inner coil and outer coil of the micro-insert was observed stretched. Inner catheter was found overlapping. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.